Event description:
Customer alleges discrepant results with meter compared to lab: date: 'last week", inratio: 2.8; (B)(6) 2011, 7.2, lab: 1.8. Tests done minutes apart using same puncture site. Pt's therapeutic range is: 2.5-3.0.

Manufacturer narrative:
Investigation pending.